Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to one lead with high impedances. Surgical intervention took place wherein the lead was explanted and replaced. Physician was unable to place the lead at t8-t9 due to scar tissue and the lead was then placed at t11-t12 and effective stimulation was restored. The ipg was electively replaced.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000078813.